Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents. No damage was noted to the liquid crystal display isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding, she changed the battery and then the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value was 188 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.